Event description:
An 18-year-old deceased donor (B)(6) liver with no pre-recovery clinical data that suggested the organ did not meet transplant criteria. The liver was placed on a transmedics organ care system by the transmedics national ocs program (nop). (B)(6) transplant donor services received a call after organ had been perfused for approximately 12 hours stating that (B)(6) hospital (B)(6) was declining the liver as a result of pump data suggesting it was not transplantable. This deceased donor organ donated by a young, previously healthy donor demonstrated no pre-clinical data that suggested the organ had any issues with quality. (B)(6) is concerned the device led to failure of the liver being transplanted. (B)(6) request for machine perfusion data and information related to this particular machine were denied. Relevant tests and laboratory data is not available to submit.